Event description:
Customer reported an initial blood lead level (bll) result of 13.0 g/dl from their leadcare ii blood lead analyzer for a patient capillary specimen. The customer confirmed to have sent venous samples from the same patient to two different reference labs to confirm bll, receiving results of 35.7 g/dl from labcorp and 28.0 g/dl from mayo. The methodologies used by these outside labs were not disclosed by the customer, and it is unclear if the venous samples were drawn on the same day as the capillary sample. The customer ran controls on the lc ii analyzer, both of which were within the expected range on the day of testing. The customer did not disclosed information about the patient's age or condition, nor did they supply printouts or test reports from the reference labs. Although the customer expressed concern over the differing values between the capillary and venous results, they confirmed that no discrepancies have been observed in previous capillary versus venous testing at the site. Controls on the analyzer showed to be valid, with recent results within the specified ranges (control level 1: 10.9 g/dl and control level: 27.9 g/dl). The customer was informed by technical services that leadcare ii test results could differ from those obtain by a reference method using venous blood but was advised to continue monitoring. Further inquiries were made to the customer in an attempt to obtain additional details, including serial number of the analyzer used for testing but responses have not become available to magellan as far as to the date of this filing. As the analyzer nor the test kit was not identified or returned magellan was unable to confirm a malfunction of the leadcare ii device. The blood lead level reported by the leadcare ii device was sufficiently high enough to require additional testing, so the lower result from the leadcare ii device did not appear to result in serious injury or death, but the discrepancy would be sufficient to potentially cause a serious injury if this event should reoccur. Therefore, although we cannot confirm a device malfunction, we are reporting this incident in an abundance of caution.

Manufacturer narrative:
While the leadcare ii blood lead testing system identified an elevated bll in the patient's capillary blood samples (13.0 g/dl) the results appeared to be much lower than the results reportedly obtained by the reference labs from the venous blood samples. Although a malfunction of the leadcare ii device could not be confirmed, we are reporting this event since an erroneously low bll value could result in injury.